Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a high blood glucose level of 403 mg/dl. Customer called and stated that she had received a no delivery and low battery on insulin pump. In the process of changing the site and battery, customer believes she accidentally threw the battery cap away with the old reservoir. Customer stated that she will call back to troubleshoot at a later date. Nothing further reported.